Manufacturer narrative:
Information obtained from the customer revealed that the site has called in to merge technical support on two (2) other occasions reporting a similar issue. These events have also met the criteria as a reportable event and have been captured in initial MDR reports #2183926-2017-00185 and #2183926-2017-00186. For this occurrence, it was determined that a replacement hemo monitor pc would be shipped to the customer (RMA #13157). The faulty device was returned to merge healthcare on 11oct2017 for evaluation. The results showed that unit had a siig serial card installed. The siig serial card was replaced with a lava brand serial card. The drives on the faulty unit were wiped, the unit was reloaded with software, the unit passed all diagnostic testing, and it ran for five (5) days without issue. (B)(4).

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze in the site's cath lab 3. It was reported that this issue has occurred multiple times with sedated patients causing a delay in care while preparing third party monitoring equipment to complete the procedures. However, the exact dates were unknown but it was reported that there were no adverse outcomes as a result of the freezing issue. Date of event, was completed with this known occurrence date. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the procedure was completed successfully using a third party monitoring system capturing invasive pressures and vitals. (B)(4).